Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor found it difficult to pull back the device. The doctor noticed this before using it on the patient. The doctor kept the locator in position and opened up another new set. The doctor then inserted the device through the locator and successfully closed the wound. The reported event was right femoral artery puncture. No complication were noticed. The patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and the completed investigation results. The returned carrier tube assembly was then examined. There was a slight bend in the carrier tube assembly. The bypass tube was in the manufacturing position covering the anchor. The deployment sleeve was in the rear lock position. Benchtop functional testing was then performed by removing the arteriotomy locator from the hemostatic sheath and inserting the carrier tube assembly into the hemostatic sheath. With the deployment sleeve in the forward lock position, the anchor became exposed. The device cap was then pulled back to post the anchor. With the anchor posted, a force was placed on the anchor deploying the collagen and tamping tube. No functional anomalies were noted. Based on the returned device, the device was able to be deployed successfully. There was a slight bend in the carrier tube that did not affect the functionality of the device. The bend observed was likely due to the handling of the device. The complaint could not be confirmed for withdrawal difficulties. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.